Manufacturer narrative:
D10 concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#:p4f1060), gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#:unknown), gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#:unknown), gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#:unknown), gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the laparoscopic distal gastrectomy, after all the sutures and anastomoses were completed and intraperitoneal irrigation was performed, blood loss/hemorrhaging was observed at the gastrojejunostomy site, so the staple line was checked and it was found that there were multiple u-shaped staples that had not been sutured. Additionally the staple line was not holding or opening. The anastomosis site was sutured with al sutures and the other staple lines were reinforced with hand stitches. The surgical time was extended by approximately 4 hours.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one image of a large tissue opening. Inside of the cavity, a smaller opening could be seen. Several partially formed staples were visible in the opening. A metal instrument was inserted inside the tissue cavity. Visual examination of the staple cartridge noted that the loading unit was fully applied and the interlock was engaged. Microscopic inspection of the knife blade displayed no damage. It was reported that there was staple formation and the staple line did not hold. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.